Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump did not accurately adjust insulin therapy. There was no reported impact to customer's blood glucose. A pump reset was performed to resolve the issue, however the issue persisted. Reportedly, customer reverted to an alternate form of insulin therapy.